Event description:
A malfunction alarm was reported with the tandem mobi cartridge during the load process, specifically cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support arranged for a replacement pump and provided instructions to the customer for putting the current pump into storage mode prior to returning it. The customer acknowledged the instructions and will continue using the current pump until the replacement arrives.